Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9094-100l batch 15111961 was received for investigation. Functional testing doesn't apply to this device. Visual inspection revealed that the screw thread had become detached and was bent. The most likely cause(s) of the reported failure are user error, misaligned insertion, or excessive force during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/24/2024, it was reported by a sales representative via e-mail that an ar-9094-100l telescoping lag screw broke. This occurred during a case. No additional information was provided, and additional information has been asked. Additional information received on 4/26/2024: this was discovered during a hip fx intertroch fx procedure. Upon insertion of the ar-9094-100l telescoping lag screw, it broke. The fragments were not removed. The case was completed using a 100mm galileo lag screw, right threaded.